Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter would not power on and that the language was incorrect. The complaint was classified based on customer care advocate (cca) documentation. The reporter detailed that the meter issues occurred on (B)(6) 2016 at 06:30am. The patient manages his diabetes with ¿a 500mg pill¿ and the reporter denied that the patient made any changes to her usual diabetes management routine in response to the alleged issue. The reporter claimed that the patient developed a symptom of ¿shakiness¿ immediately after the alleged issue occurred, however denied that the patient received any treatment. During troubleshooting, the cca noted that the correct test strips were being used and the batteries did not require replacing. The meter did not power on when prompted by inserting a test strip or by pressing the power button. Replacement products were sent to the patient. This complaint is being reported as the patient suffered a symptom suggestive of a serious hypoglycemic event after the alleged meter issues occurred.